Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that the burr became stuck on wire. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel. A 1.25mm peripheral rotalink plus and a peripheral rotawire guidewire were selected for use. During withdrawal, the brake defeat button and the dynaglide button were depressed to back out the rotalink system over the rotawire. However, it was noted that the technician had a difficult time removing the rotalink burr over the rotawire. A wet sterile sponge was used and it became a little easier to remove the rotalink system back out over the rotawire. The rotawire and the rotalink system were removed simultaneously without any other complications. The procedure was completed without replacing the device. No patient complications were reported.